Event description:
The manufacturer received information alleging on 12/19/2025 when a patient when turning on the trilogy evo, japan device before going to bed, the screen turned red then the message indicated that it was unavailable. The device is only worn during hours of sleep. There was no harm or injury reported. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, the customer¿s complaint was confirmed. A "ventilator inoperative" evt_mach_flow_drift_high alarm was duplicated. An error indicating that the amount of fluctuation in the flow sensor deviated from the standard was observed. Restoration work was performed as corrective action and the error no longer occurred. Additionally, the flow sensor was replaced preventively to prevent recurrence as a precaution. The usb extension cable was replaced since crushing on the usb extension cable was confirmed. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).